Event description:
On 24-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set, it does not make the click (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported, quick release of the infusion set's tubing was disconnecting even if he was not doing anything. The only infusion set he used got detached while he was sleeping. Reportedly, catheter that was being used for inserting set kept coming off by itself very easily. The location of the detachment was closed to the site location. The infusions were stored inside the cabinet in the bedroom having air-conditioner. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, quick release of the infusion set was disconnecting even if he was not doing anything. The only infusion set he used got detached while he was sleeping. Reportedly, catheter that was being used for inserting set kept coming off by itself very easily. The location of the detachment was closed to site location. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.